Manufacturer narrative:
The PMA/510(k) number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The PMA/510(k) number has been updated, which is reflected in this follow up report

Event description:
Failure to osseointegrate.